Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced bladder infections, bladder leakage, reimplantations, mesh erosion and loss of consortium, postoperative hemorrhage requiring ligation of vaginal cuff bleeder and a blood transfusion, postoperative anemia, gardnerella, dysfunctional voiding, stranguria, incomplete emptying, recurrent cystocele, mesh exposure requiring 5 incision surgeries, ecchymoses around the buttocks, subfascial hematoma, recurrent stress urinary incontinence requiring sling placement times 2, recurrent urinary tract infections, delayed healing of vaginal incision, symptomatic rectocele requiring repair with mesh, vaginal wall prolapse, urge incontinence, chronic cystitis, dysuria, chronic pain, recurrent cystocele and intrinsic sphincter deficiency.

Manufacturer narrative:
The device the remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/ too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection / too much tension placed on the implant. Perforation or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced foreign body in patient, vaginal area bulge, urinary urgency, poor urinary control, failure of implant, difficulty postponing urination, nocturia, fatigue, vaginal hematoma, ulcers, bacterial vaginosis (bacterial infection), chest pain, incomplete bladder emptying, back pain, hemorrhoids, pyuria, urosepsis, pelvic muscle wasting, symptoms associated with female organs, cystitis, urine, leakage, vaginitis, lack of coordination, leukocytes/white blood cells/crystals/bacteria in urine, unstable bladder contractions, inflammation, renal calcifications, pelvic pain, caruncle, swelling, non-surgical and additional surgical interventions.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced urinary incontinence, refractory urge incontinence, cystocele, rectocele (prolapse), leaking urine, mixed urinary incontinence, complication due to genitourinary device, leukocyte esterase, blood loss, extrusion, infection, unspecified urinary problems, dyspareunia, urinary bladder and urethra calcifications and calcification deep in the right pelvis.